Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer, it was discovered that the run/safe switch would not lock into either position, creating the potential for the device to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer, it was discovered that the run/safe switch would not lock into either position, creating the potential for the device to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Impact damage is known to cause or contribute to the reported event. The handswitch is not a repairable device and will not be returned to the user facility.